Manufacturer narrative:
Other applicable components are: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0511569v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0443902v, implanted: (B)(6) 2005, product type: lead.

Event description:
Patient reports while stimulation is turned off, the following occurs: patient reported his "legs feel very sore, he can hardly walk. They hurt, and can't do much with his legs." Patient stated he has had the stimulator off for 3 years. Patient stated he had a hip replacement. After hip replacement, he noticed he was no longer in pain and stopped using his stimulator. Patient needs reprogramming. Reviewed ins could be in overdischarge. On (B)(6) 2016, a family member of the patient reported that the patient had passed away, and an inquiry was made about donating the device. The caller stated that the patient's device was explanted in 2012. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.